Manufacturer narrative:
The autopulse platform ((B)(4)) was returned to zoll for evaluation. Visual inspection of the returned platform was performed and found the front enclosure was cracked. The autopulse platform is a reusable device and was manufactured on tbd. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. A review of the platform's archive data was performed and found multiple occurrences of user advisory (ua) 41 (patient temperature sensor failure) messages on the reported event date of (B)(6) 2016 and also on (B)(6) 2016. The fault "ua41" was displayed upon power-up probably because of being exposed to sunlight or in a hot environment such as inside hot vehicle during storage. The reported ua 41 message was not replicated during functional testing of the returned platform. The platform was run for 1 hour with lrtf and test manikin with and no error messages were observed. The platform successfully passed functional testing. In summary, the customer's reported complaint of the platform displaying a ua 41 was confirmed through review of the platform's archive data, however this was not replicated during functional testing. There were no device deficiencies found during evaluation of the returned platform which could have caused or contributed to the reported ua 41 message. Therefore, a root cause of the ua 41 could not be determined. However, possible causes could be due to improper storage of the device in a hot environment or exposure to direct sunlight for a period of time that will increase the internal temperature of the autopulse. The platform passed all final functional testing criteria.

Event description:
It was reported that during shift check, the autopulse platform displayed user advisory (ua) 41(patient temperature sensor failure) message which the crew could not clear. There was no patient involvement reported.